Event description:
It was reported that on february 7th, that the selenia dimensions had an unintended motion of the c-arm during a tomo sweep. A field engineer examined the equipment and found that the brake was improperly adjusted and was too close to the c-arm, causing a failure of the brake to release. The field engineer adjusted the tomo brake positioning. The system is working per manufacturing specifications. No patient injury reported. No additional information available.

Manufacturer narrative:
Investigation was completed and the results are as follows: on 2/7/2024, a selenia dimensions with serial number (s/n) (B)(6) shut itself down during a patient exposure. Error code vta(29:14) displayed, which alerts the user of uncontrolled motion (c-arm or tomo motion not occurring or occurring in the wrong direction). In this instance, the tomo motion was expected (tubehead movement without compression arm movement), but instead there was whole c-arm motion. There was no alleged health consequence or impact. The field service engineer (fse) r. Byrd found that the tomo brake did not release as expected because the brake was too close to the c-arm. The fse adjusted the tomo brake positioning and verified that there was no further obstruction by running multiple subsequent test images. There was no returned part, so no initial evaluation could be performed. - the rotational drag clutch was replaced on (B)(6) 2024 (5 days prior to the incident) due to a squeaky tomo sweep. However, this is not related to the tomo brake alignment issue or the c-arm motion. While the rotational drag clutch determines whether the tomo motion occurs, the tomo brake causes the c-arm compression to move with the tomo tubehead motion or remain in position. - a preventive maintenance (pm) was performed on 1/25/2024 (13 days prior to the incident). The service notes do not mention any adjustments to the tomo brake alignment or the parts surrounding the brake. When asked for more information, fse nicholas foster did not recall adjusting the tomo brake alignment. Once the tomo brake was aligned during troubleshooting, there were no further complaints about the system shutting itself down or uncontrolled motion after the tomo brake positioning was adjusted. The probable cause of the tomo brake not releasing is rust or dust accumulation due to the system age (8.5 years from manufacture date to the complaint date); this can cause the sticking observed in this incident. Root cause is unknown due to the lack of part for investigation. No lot number available due to unreturned part. The probable cause of the tomo brake not releasing is rust or dust accumulation due to the system age (8.5 years from manufacture date to the complaint date); this can cause the sticking observed in this incident. The root cause is unknown due to the lack of part for investigation. The risk index remains in zone 1 with a ri of 1. This is considered acceptable risk per eng-0042. A CAPA for this incident is not needed at this time as there was no patient or user harm and because the risk is considered low based on the occurrence. Future events will be monitored and trended. Complaint confirmed: no device history record (DHR) review: serial number: (B)(6). Date of manufacture: 7/8/2015 UDI: (B)(4). Date of install: 7/20/2015 latest pm prior to the complaint: 1/25/2024 date of complaint: 2/7/2024 since there was no history of replaced tomo brakes on this system, the device history record (DHR) was reviewed. There was 1 functional deviation where the tomo movement would not move properly due to a pinched wire. This was resolved with rework and retested using ¿selenia dimensions final test¿.